Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other similar complaints reported in the lot number. Attempts have been made to obtain additional information by phone and mail. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported a patient who had glistenings in both eyes after bilateral cataract extraction with intraocular lens (iol) implants. There are two reports associated with this. This report is for the right eye experiencing 'almost no glistenings'.